Event description:
It was reported that during a hiatus hernia procedure, the trocar was leaking. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the b11lt device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.